Event description:
It was reported that during implant placement, implant disengaged from the mount and fell to the floor. Procedure was completed placing other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation / functional test was performed, implants mount was not returned for evaluation. An in-house mount engaged and disengaged from the implant as intended. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1264269. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264269 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. The customer did/did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were packaging is not designed for aseptic presentation and clinician mishandles product. Therefore, based on the available information, a device malfunction did not occur. Implants mount was not returned for evaluation. An in-house mount engaged and disengaged from the implant as intended. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.